Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The reported constant alarms were determined to by sys error 105 alarms which occurred upon powering the device on thereby confirming the customer's allegation. However further testing was unable to reproduce this condition. The issue was determined to have been caused by a failed motor with severed motor mount screws. The motor assembly was replaced.

Event description:
It was reported a spectrum pump had constant alarms. It was also reported there was no pt injury.